Event description:
It was reported during a right ventricular outflow tract ablation procedure, a pericardial effusion occurred. A swartz braided transseptal introducer was placed in the left atrium. A response decapolar csl ep catheter was placed in the coronary sinus. The cool path catheter and two non-sjm catheters were placed in the right ventricle. While the physician was mapping in the right ventricle, the pt complained of chest pain and became diaphoretic. An echocardiogram confirmed a pericardial effusion caused by a perforation in the right ventricle. A pericardiocentesis was performed and 750cc of blood was aspirated. The pt's current status is listed as stable.

Manufacturer narrative:
The device was not returned for eval. Review of the device history record confirmed that this lot met mfg requirements prior to shipment. The most probable root cause classification for the reported pericardial effusion is anticipated procedural complications as the event is a known physiological effect of the procedure and is noted within the IFU.